Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 23-24, 2023. H11: the actual device was not available; however, a video and photographs of the sample were provided for evaluation. Visual inspection of the video identified an administration port leak. Visual inspection of the photographs identified liquid inside the bags the eva tpn bag was transported in. The reported condition was verified. The cause of the condition could not be determined; however, was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. The bag was filled with tryptic soy broth (tsb) media. This was observed during a process simulation review. There was no patient involvement. No additional information is available.